Event description:
It was reported that charging supplies were not charging pump as quickly or efficiently as when pump was first received. There was no adverse impact to the customer's blood glucose level. Customer did not take any actions to resolve issue, and charging supplies were not confirmed to be used incorrectly, so technical support arranged a goodwill order of replacement charging supplies and advised customer to monitor issue and follow up if problem persisted.